Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 5. Details of surgery: ridge augmentation. On (B)(6) 2024 non-osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, abscess, fistula and inflammation. No further patient complications were reported.